Manufacturer narrative:
The device history record (DHR) of the last three shipments of this plate to the facility were inspected and showed no deviations. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval. Patient underwent hardware removal procedure on an unknown date. Device was used for unknown treatment. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a clavicle plate broke approx. 6 weeks post-op. Original implant date (B)(6) 2019.